Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the airflow stopped. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
The manufacturer¿s international service technician replaced the power management pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. The r31 solder cracked open not making contact with the trace on the pm pcba created, 111b, 1115, 1201 and 1104 error codes.

Event description:
The customer reported that the airflow stopped and the screen froze. .the unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.